Manufacturer narrative:
The sample was returned for evaluation. The sample was received in a contaminated state indicating as reported, an attempt to place the mesh inside the body was performed. The sample is confirmed for a broken inflation tube. The issue presented prior to the attempted inflation of the device. As reported the "tube broke" while the surgeon was pulling the loop through the abdominal wall. The sample evaluation finds the inflation tube to be broken at the anchor location 2" below the needle loop complex (nlc) from the distal end of the inflation tube and also finds the nlc to be broken but still attached to the inflation tube. The break of the inflation tube was not reported as an out of the box condition and may have inadvertently occurred due to extra forces applied to the device while being pulled through the patient's abdominal wall. Based on the available information and sample evaluation, the root cause for the noted condition of the returned sample cannot be determined at this time. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a surgeon who is experienced with the echo ps was using a bard ventralight st w/ echo ps during a laparoscopic ventral hernia repair procedure. As reported the mesh went down the port, sat inside the abdomen, the surgeon then made a stab incision and grasped the inflation tube loop so it could be pulled through the abdominal wall prior to cutting. It is reported that the tube broke while the surgeon was pulling the loop through the abdominal wall. The entire device was removed from the patient's abdomen and another bard ventralight st w/ echo ps was used to complete the case without further issue. There was no patient injury.